Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a pacemaker and a right atrial (ra) lead reported frequent falls. The system also recorded an atrial automatic threshold detected as greater than programmed amplitude or suspended. An automatic safety switch from bipolar to unipolar configuration occurred due to ra lead pacing impedance high, out of range. Furthermore, the pacing impedance had been unstable, from within range to high values. There were also atrial tachy response (atr) episodes recorded where noise over sensing on the ra lead channel is observed. There was no evidence of pause in pacing. It was recommended to raise daily impedance measurements to a higher value. The patient went to clinic but for non-cardiac reasons. The pacemaker and the ra lead remain in service. No adverse patient effects were reported.